Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.